Manufacturer narrative:
The technician found the brake casters were worn out which caused the brake casters not to lock. The technician replaced the brake casters to resolve the issue.

Event description:
Technician alleged that the brake casters do not lock, the brake on the wheel does not move, but stem on the brake caster does. No injuries occurred or were reported.